Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer describe rebooting of the device upon attempt to discharge. The device was in use monitoring patient; no patient harm was reported.